Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the continuous glucose monitoring (cgm) system in use at the time (dexcom g7) displayed low glucose readings when levels were in fact high, resulting in hyperglycemia and hospitalization. The patient stated that a new cgm sensor and pod were activated earlier that same day, after which glucose values were displayed at approximately 40 mg/dl. As the patient did not have a backup blood glucose meter to confirm the reading, emergency medical services were contacted, and the patient was transported to the hospital by ambulance. No specific symptoms were reported. Upon initial hospital evaluation, the patient reported a measured blood glucose level of 532 mg/dl, followed by a subsequent measurement of 174 mg/dl. At the time of the subsequent measurement, the dexcom cgm reportedly displayed glucose values ranging from approximately 191 to 233 mg/dl. The patient was treated with intravenous fluids during hospitalization. No specific diagnosis or additional treatment was reported, and the patient was discharged the same day.